Event description:
The device was applied during a anterior resection procedure. Reportedly, the tissue was not cut and staples did not form properly. The surgeon resected the staple line and completed the procedure manually. The hosp has reported that the pt's status is satisfactory.

Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA. Device not available for eval.